Manufacturer narrative:
Continuation of d10: product ID 8780 , serial# (B)(6), implanted: (B)(6) 2017, product type catheter . Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 30-aug-2019, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was receiving unknown baclofen (n/a mcg/ml at n/a mcg/day) via an implantable pump for unknown indications for use. It was reported that the pump was alarming due to empty reservoir and when they went to do a refill, she aspirated all 20 ml back from the pump that was previously injected into the pump back on (B)(6) 2023. She stated a catheter access port (cap) study was done at that time and they were suspecting a catheter issue. The healthcare provider (hcp) requested code to shut off the pump permanently and indicated pump might be replaced in the future.